Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Siemens is investigating this issue.

Event description:
The operator of the immulite 1000 instrument observed smoke being emitted from the back of the instrument. There were no visible flames or damage to property. Patient samples were delayed from testing but there are no reports of impact on patient care. There are no known reports of adverse health consequences due to the smoke being emitted.

Manufacturer narrative:
Siemens filed the initial MDR on 06-april-2018. Additional information (15-mar-2018): a customer service engineer (cse) was dispatched to the customer's site. The engineer performed an inspection of the system and observed the power supply was fans and reagent thermal electric device (ted) was not functioning. The engineer replaced the replaced power supply and reagent ted, and observed the probe mechanism not working. Upon multiple visits, the engineer identified the motherboard and the connectors to the luminometer and carousel interface boards were damaged. The engineer replaced the motherboard and then performed diagnostic testings. It was then determined that the luminometer attenuator could not find a home position and issued errors. The cse and regional support center (rsc) specialist determined that additional troubleshooting is required as the cause of the malfunctions is unknown. A headquarter support center (hsc) specialist review the service performed and assisted the cse. The hsc specialist was informed that the operator was incorrectly priming the immulite 1000 system and it is unknown if fluid leaked onto the motherboard and causing the malfunction. Siemens is investigating this issue.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2018-00026 on (B)(6)2018. Siemens filed the first supplemental MDR 2247117-2018-00026 on (B)(6)2018. Additional information (B)(6)2018: a siemens regional support center (rsc) specialist informs the instrument was replaced with another immulite 1000. The investigation performed by siemens has determined the cause of the event to be a human factor issue. Section h6: device code(s), methods code(s), result code(s), conclusion code(s) have been updated. Correction(B)(6)2018 : section h10 of the first supplemental MDR included the incorrect wording " replaced the replaced power supply". The correct wording is "replaced the power supply". The instrument has been replaced and issue resolved. No further evaluation of this device is required.